Event description:
Per spontaneous call from pt's spouse - cadd legacy pump sn unk error with 'no disposable clamp tubing'. Pt was advised to change/re-insert cartridge and tubing but was still getting the error. Pt switched to backup pump without issues. No harm to pt. We will send pt a new pump and she will return the broken one to us. No further info available. Reported to (B)(6) by pt/caregiver.